Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the top half of the touchscreen was unresponsive and could not be calibrated. It was reported that there was no patient involvement at the time the issue was discovered since the issue occurred during patient setup. The customer reported to the remote service engineer (rse) that the top half of the touchscreen was unresponsive during patient setup and could not be calibrated. The customer requested a replacement part. The rse provided the customer with the part and price of the replacement touchscreen for repair.

Manufacturer narrative:
H10: the customer noted that there was not any damage and requested a replacement part. The remote service engineer (rse) provided the customer with the part and price of the replacement touchscreen for repair. The customer replaced the touchscreen and confirmed that the issue was resolved. The device passed required performance verification tests per philips standard and has been returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.